Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the display was not blank on any of the contrast settings. There was no evidence of a blank screen in the alarm history. The pump was opened and no defects were found to the display components. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump display screen went blank on one of the contrast settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.